Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but how or when the catheter was damaged cannot be verified. One 2 fr per-q-cath PICC was returned for evaluation. The PICC was received without the stylet in the lumen, which indicates that the catheter was placed. The catheter length had not been modified. Leaks were identified in the 2fr tubing between the 16cm and 17cm depth marks. The leak sites were microscopically examined and small pinholes were found on the external surface of the tubing. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. It was possible that the catheter was punctured by the stylet. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ since the stylet removed, the damage may have occurred during use. A review of the DHR showed that the product was 100% leak tested and no problems were identified. A lot history review (lhr) of reay1366 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (reay1366) have been reported from a (B)(6) facility.

Event description:
It was reported that before starting the passage, the nurse identified the leak in the catheter, during the wash. Device was not used on patient.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay1366 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (reay1366) have been reported from a (B)(6) facility.

Event description:
It was reported that before starting the passage, the nurse identified the leak in the catheter, during the wash. Device was not used on patient.